Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the doctor attempted to bow the device and it would not bow. The cut wire could not be seen endoscopically. The device was then removed from the patient and upon examination, the cut wire could be seen on the inside of the catheter. There was no cut wire on the outside of the catheter. No part of the cut wire fell inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of, there was no cut wire on the outside of the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.